Event description:
On (B)(6) 2011, customer reported that their dxc 600 pro instrument generated low sodium (na) and/or chlorine (cl) results for 10-15 patient samples. The results were reported out of the laboratory. Customer stated that after recalibration brought recovery higher, the samples were repeated. No results were amended as the lab did not feel the differences in results were significant. Customer did not provide patient data/results because it was unavailable. Field service engineer (fse) examined the instrument and replaced the modular chemistry sample probe and wash collar. Fse cleaned the cl port and replaced the calcium electrode. Fse verified performance per established procedures.